Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a novasure procedure on an unknown date, the physician reported that the cervical collar came off and became stuck to the patient. The device was able to be removed manually and no medical intervention reported and no patient injury.

Manufacturer narrative:
Device was returned for investigation: visual inspection was conducted, and the device did not have the cervical collar. Functional testing was not conducted due to the issue reported could be observed in the visual inspection. Additionally, the desiccant filter had a flash on both sides. Hence, the complaint can be confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.